Manufacturer narrative:
Type 1 diabetic on vgo 20 since 6/2017 reported that prior to (B)(6) he noticed that his blood sugar continued to go up while using the v-go 20. Pt. Was vomiting, had fatigue, drowsiness, decreased appetite and his bg meter read high. On (B)(6) a family member took the pt. To the hospital where he was admitted to ICU and placed on an insulin drip for the diagnosis of dka. Pt. Has had increased stress, continual hyperglycemia pre-vgo and on vgo, and inconsistency with his work/eating schedule. Pt. Reports he usually tries to change his vgo every 24 hours but this can be impacted by his schedule. Pt. Does not always check the vgo viewing window. Pt. Pt. Knew his bg was elevated before the dka but did not contact his hcp for additional bg mgmt. And he is not consistent about correction blousing. Pt. Provides correction boluses without hcp guidelines. There is no allegation of device malfunction. Device was not returned for investigation. Root cause is likely that the hyperglycemia/dka was from the pt. Requiring more insulin than prescribed on the vgo 20 and the patient wearing vgo beyond 24 hours, stress and an irregular night time work schedule.

Event description:
Type 1 diabetic on vgo 20 since (B)(6) 2017 reported that prior to (B)(6) he noticed that his blood sugar continued to go up while using the v-go 20. Pt. Was vomiting, had fatigue, drowsiness, decreased appetite and his bg meter read high. On (B)(6), a family member took the pt. To the hospital where he was admitted to ICU and placed on an insulin drip for the diagnosis of dka. Pre-vgo pt. Was on lantus 24 units at night with humalog 4 to 8 units per meal; pre-vgo pt. Bg reported as 39 to 400+. Pt. Was prescribed 2 clicks of bolus per meal with additional clicks for correction; (determined by the pt.) Pt. Has had increased stress, continual hyperglycemia pre-vgo and on vgo, and inconsistency with his work/eating schedule. Pt. Reports he usually tries to change his vgo every 24 hours but this can be impacted by his schedule. Pt. Does not always check the vgo viewing window. Pt. Pt. Knew his bg was elevated before the dka but did not contact his hcp for additional bg mgmt. And he is not consistent about correction blousing. Pt. Provides correction boluses without hcp guidelines. Wearing vgo beyond 24 hours may contribute to the existing hyperglycemia. Stress and an irregular night time work schedule will only further contribute to existing hyperglycemia. It is likely that the hyperglycemia/dka was from the pt. Requiring more insulin than prescribed on the vgo 20 and pt. Behavior for bg mgmt. Device was not returned for investigation.

Manufacturer narrative:
Initial reporter health professional : no. Initial reporter occupation: non health care professional.